Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, certain letters on the keyboard were not registering when users were attempting to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the num lock key on the anesthesia keyboard was engaged while an external keyboard was also connected, causing incorrect key input behavior. The field service engineer disengaged the number lock key, rebooted the system, verified keyboard communication, and confirmed proper functionality with both site escort and anesthesiologist. The system functioned as intended after the field service engineer repaired the device.